Event description:
On (B)(6) 2008, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (pxt261412/06146211, pxc161000/06269119, pxc161200/06204559). Any endoleak and/or other adverse events were not revealed after the procedure. On (B)(6) 2008, in one-month follow-up study, any endoleak had not occurred to the patient. Aneurysmal diameter was measured to be 62mm. On (B)(6) 2009, in six-month follow-up study, a type ii endoleak was revealed. The aneurysmal diameter had been enlarged to be 68mm. Any reintervention was not performed, and a wait-and-watch approach was taken to the endoleak. On (B)(6) 2009, in one-year follow-up study, the type ii endoleak had persisted with aneurysmal diameter unchanged (68mm). The wait-and-watch had been continued to the endoleak.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.